Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that this patient complained of dizziness. It was noted the pacemaker system previously declared a lead safety switch (lss) for a high out of range right ventricular (rv) pacing impedance of greater than 2000 ohms. The right atrial (ra) sensitivity was decreased from 0.5 mv to 0.75 mv. Technical services reviewed device data. There was oversensing noted when the device was programmed to a unipolar configuration following the lss. There was no evidence of ra undersensing. Technical services could not see anything that would have contributed to the patient's symptoms. The physician plans to monitor the patient for now. At this time, this pacemaker remains in service and there were no adverse patient effects reported.